Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was returned to vyaire medical for investigation. The root cause was determined due to defective o2 dosing valve. Visual inspection return analysis found no indications of damage or misuse. The uut was installed into a known good top level system running software version 6.1.0.2, and upon startup the display showed the standard startup sequence as expected performing the self-test as usual (valves / blower sound audible, blue alarm leds dimming) and there were no alarms or warning messages. After a 30 minute warmup, zero pressure calibration was performed and passed. The external o2 gas supply hose (with gas regulator set to 60psi) was then connected to the bellavista unit and alarm tf 379 triggered. Service menu #16: function blocks was accessed and the o2 gas path test was performed and found the o2 dosing valve leaking. As a resolution, the o2 dosing valve was removed and replaced with a known good one. O2 gas path test was repeated and no further leaking nor tf 379 alarming. Issue resolved.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been returned for evaluation. Advised customer if to determine per o2 gas path troubleshooting on knowledge pass that vent requires new dosing valve, sent pn and told him if that does not resolve it with new insp block. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had tf alarm 379-no o2 dosing possible prior patient use. Customer is not trained. Furthermore, there was no patient associated with the event.